Event description:
Pt was admitted to hospital in 2001 for repair of umbilical hernias and incisional hernias and abdominoplasty. Pt developed an infection from the open wounds which failed to heal post surgery. They were on broad spectrum antibiotics to treat infections and abscesses and visiting the md at least once a month for treatment. The abscesses "came to the surface" and erupted in blood, pus and sutures. The pt currently continues to have abscesses and open wounds which spit sutures.